Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "history" screen. Reportedly, the customer locked and then unlocked the pump and the screen was able to be cleared; however, the touchscreen remained unresponsive to presses. Customer plugged the pump into a power source and the touchscreen began functioning as intended. Customer's blood glucose levels were not impacted.